Event description:
(B)(4). Same case patient as 2134265-2009-05597. It was reported in (B)(6) 2008, the patient underwent treatment with the ultrasoft sv balloon catheter device. The patient was enrolled in (B)(6) 2008. The target lesion was a type I, identified in the left carotid artery. The target vessel reference diameter was 5.0mm and the lesion length was 11mm with 50% stenosis as measured by nascet. The target vessel was non tortuous with 1+ calcium present. Thrombus, dissection; ulceration and pseudo-aneurysm were not present. Cerebral protection was not used. A carotid wallstent monorail with a diameter of 7.0 and a length of 40mm was successfully placed at the intended site. Pta was performed with an ultrasoft sv balloon catheter. Transient ischemic attack (tia) was observed during the procedure and resolved without residual effects. Atropine 2.0 mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. The wallstent was found to be patent with a residual stenosis of 0%. No complications were reported. One month follow up visit in (B)(6) 2008 and six month follow up visit in (B)(6) 2008 found the subject alive; asymptomatic with a normal, unchanged neurological examination. The stent was patent with a residual stenosis of 0%. No complications were reported. No additional information or follow up visit reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.